Manufacturer narrative:
Continuation of d10: product ID: 977d260, serial#: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: screening device product ID: 977d260, serial#: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep provided the serial numbers for devices involved. The cause of the lead migration was not determined.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: unknown); product type: 0215-screening device; implant date (B)(6) 2024; explant date (B)(6) 2024medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that the patient had a trial from b)(6) 2024 2024 thru (B)(6) 2024.  The trial did not provide the pt with relief for their back pain as the trial leads had migrated lower.  Reprogramming was performed.  The leads were removed on june 5, 2024 and they were discarded by the customer.  No device issues reported with the wireless external neurostimulator (wens).